Manufacturer narrative:
The impella pump was returned, and an evaluation is underway. Upon investigation closure, a supplemental manufacturer device report will be filed. As noted in the impella instructions for use: impella cp with smart assist system. Section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation)¿ section: warnings & cautions: warnings: section: pre-support evaluation. Section: impella cp with smart assist catheter insertion. Section: axillary insertion of the impella cp with smart assist catheter. Section: use of impella with transcatheter aortic valves. ¿in patients with transcatheter aortic valves position the impella system carefully to avoid interaction with the transcatheter aortic valve prosthesis. Unintentional interaction of the impella motor housing with the tavr device may result in destruction of the impeller blades. This can lead to systemic embolization, serious injury, or death. In this situation, avoid repositioning while the device is running; turn the device to p0 during repositioning or any movement that could bring the outlet windows into proximity to the valve stent structures. If there is low flow observed in a patient implanted with a transcatheter aortic valve prosthesis, consider damage of the impeller and replace the impella as soon as possible.¿ "unintentional interaction of the impella motor housing with the tavr device may result in destruction of the impeller blades. This can lead to systemic embolization, serious injury, or death."

Event description:
The user facility reported that a patient had an impella cp implanted from an axillary approach following an aborted impella 5.5 implant due to patient anatomy. A double barrel technique was used (femoral impella cp was in place and running at p6-7). Axillary impella cp was ramped up to p6 as femoral impella cp was weaned down to p1 withdrawn into the descending aorta and placed into surgical mode. Flows reached three liters per minute at p6 for approximately one minute until a suction alarm presented and flows dropped to one liter per minute. Position was confirmed optimal and volume was administered. Following the explant, clot like debris was visible in the proximal cannula and upon review, impella connect there was a spike in motor current. Following loss of flow, the patient deteriorated requiring chemical support and cardiopulmonary resuscitation but ultimately expired on support.

Manufacturer narrative:
The investigation of low pump flow and thrombus has been completed. The impella device was received for investigation. Data log review showed motor current (mc) spike right after initial pump start mc spike that cause the pump to run at a lower mc. After that, flows at p-4 routinely below 1l/min, which is also below the expected range of 2.0-2.5l/min at p-4 for cp. Suction alarm showed up right at pump start and did not resolve until pump was turned off. The pump was returned and inspected. After soaking the pump in water water and terga zyme, biomaterial was found wrapped around the impellor blade. Low pump flow: the cause of the low pump flow was biomaterial due to the biomaterial wrapped around the impellor blade. Thrombus: the root cause of the thrombus was unable to be determined due to insufficient clinical details.